Event description:
Elderly male with history of hypertension, diabetes mellitus (dm) and post covid. Recent increased shortness of breath brought to ed and then admitted. Procedure: percutaneous transluminal coronary angioplasty. Upon removal of catheter from the package, the scrubber was unable to disengage, unable to prep catheter. Not used on the patient. Manufacturer response for catheter, ultrasound, intravascular, opticross 6 (per site reporter). Will obtain.